Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after announcing a lunch, the user experienced hypoglycemia followed by a rebound hyperglycemia; the ilet delivered automated corrections that returned glucose toward range, and the event was attributed to an incorrect meal announcement size with subsequent overcorrection. Symptoms included low blood glucose with a nadir of 49 mg/dl and high blood glucose up to 273 mg/dl. Outcomes included temporary impairment due to out-of-range glucose for approximately 40 minutes low and 1 hour high, without need for medical intervention or hospitalization. Investigation included review of device performance and user-reported history, along with troubleshooting and education on correct meal announcement and avoiding overcorrection. Investigation of this case revealed no device malfunction, with device algorithms functioning as designed and user error in meal size announcement identified as the precipitating factor. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically incorrect meal entry and overcorrection, with device functioning normally.